Manufacturer narrative:
Unit passed the rewind test, prime/seating test, and basic occlusion test. Sleep current measurement and active current measurement were within specifications. Unable to perform the displacement test due to missing retainer. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Unit was received with missing reservoir tube o-ring, cracked keypad overlay at select button, and scratched case. No unexpected low battery alarm noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery in less than 1 week. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.